Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient's family member that the patient died "shortly after" the implant of this bioprosthetic aortic valve. Per the obituary, the date of death was the date of the surgery. The cause of death was not received. There was no evidence to suggest that the aortic bioprosthetic valve or its function contributed to the patient¿s death. It is unknown whether an autopsy was performed.